Manufacturer narrative:
A ge service representative performed an onsite investigation. The system's generator interface board (gib) was evaluated and replaced. The system's cable and circuit board connections were evaluated and reseated and the system's power supply voltage was adjusted to the optimal operating voltage. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot and required a reboot to recover functionality. No patient serious injury or death was reported related to this event.